Event description:
It was reported that the zero ml reservoir volume alarm was heard and confirmed by telemetry. It was stated that the patient was scheduled for a refill on (B)(6) 2015, but the appointment was missed. It was estimated that the pump went empty some time at the end of (B)(6) 2015. It was stated the patient experienced withdrawals, which was stated to feel like the stomach flu. The timing of the aforementioned symptoms corresponded with the estimated empty pump timeframe. It was recommended to fill the pump and update the reservoir volume. The pump was used to deliver dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).